Event description:
A malfunction was reported with a specific code, malf 9, but no notable events occurred prior to this incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction recurred and acknowledged this guidance.